Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant hba1c results from 1 patient sample tested on cobas integra 400 plus analyzer when compared to a cobas c501 module. Initial result: 7.6 %. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 5.4 % (tested on c501). The repeat result was considered correct and reported to the physician and the patient.

Manufacturer narrative:
The requested information for the investigation was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.